Event description:
It was reported that the customer experienced fast depletion of the pump battery, leading to a pump shutdown and receipt of a shutdown alarm. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated about the reset of insulin on board and maximum hourly bolus to zero when the pump shuts off; additional instructions were given to ensure the battery was fully charged. Technical support planned a follow-up to address the battery depletion issue further and confirmed that pump logs would upload automatically via the customer's mobile app.